Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Correcting UDI # from (B)(4). This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4648, medical device problem code - 3190, investigation findings code - 3221, investigation conclusions code - 11. The correct codes for this complaint are: health effect - impact code - 4621, medical device problem code - 1863, investigation findings code - 213, investigation conclusions code ¿ 22, this is a follow up report to correct these/this code(s).

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.